Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the ventilator and did not duplicate the customer reported issue. The unit passed extended self-testing.

Event description:
Report received that ventilator had a blank screen. There was no report of patient harm as a result of the event.